Event description:
Customer reports to have received a calibration error and change sensor alert. Customer also reports to have received no delivery alarm, which customer states happen occasionally. Customer declined troubleshooting for all incidents. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.